Manufacturer narrative:
The instrument was evaluated by our distributor's field service organization. Functional tests were run, and a tube lifter was repaired.

Event description:
Hamilton company was informed of an event that occurred in 2007, in which a hamilton microlab at plus 2 instrument reportedly mispipetted samples. No death or injury resulted from this event.